Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump leaked around the blue winged cap. The device contained 5650mg of fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, d1, d4, g4: PMA/510k #, h4, h6 (update codes), h11 b5: update "an unspecified elastomeric pump " to "a small volume folfusor". The drug was diluted in 115 ml sodium chloride 0.9%. H4: the lot was manufactured march 13-14, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white residue at the blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined; however, may be likely due to drug residue that was not properly cleaned after the device was filled with drug solution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.